Event description:
On (B)(6) at 1:30 pm a sensation plus 50 cc balloon was inserted as part of our controller market release. The pt was taken to the cath lab emergency due to rapid deterioration and went into cardiac arrest when entering the cath lab. The sensation plus 50 cc balloon was placed by the doctor without difficulty. The pt was coded for 30 minutes with the iab assisting the pt, and then the pt expired. The death was not attributed to the sensation plus balloon. The balloon was removed post-mortem and was not saved.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).